Event description:
We purchased an owlet hoping to be able to monitor our baby. The first night was terrifying as the oxygen monitor kept sounding an alarm indicating low oxygen levels. In a panic we called our pediatrician, who scoffed as soon as we told him that we were using the owlet. He advised us not to use it as he had many complaints like this. He explained that baby's extremities typically had bad circulation and given this you would expect the alarm to go off. We tried to get a refund from both owlet and (B)(6). Both refused to refund the (B)(6) we paid for this useless device. FDA safety report ID # (B)(4).